Manufacturer narrative:
On 11dec2024, an authorized service provider (asp) evaluated the device at a repair center. The asp was unable to confirm the enter button did not function properly. As a preventative measure the asp replaced the power switch overlay. Following the part replacement the asp completed a software upgrade to version 3.20 and completed a cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the enter button of the navigation ring (nav-ring) did not function. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. A sales representative went to the customer site and confirmed the navigation ring issue. The device was collected for evaluation at a repair center. This investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).